Manufacturer narrative:
Continuation of oncomitant products: evolutr-29 transcatheter valve, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the cardiac resynchronization therapy defibrillator (crt-d) battery was defective and the patient has a defibrillator that was bad. The crt-d remains in use. No patient complications have been reported as a result of this event.